Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the lcd is damaged and reported having issues with the screen and they are receiving a big blog across the screen. There was no patient involvement.